Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor failed to trigger when they were hypoglycemic and as a result, they experienced cold sweat, muscle tremors, a seizure, and a loss of consciousness. Upon regaining consciousness, the customer was provided oral glucose by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor failed to trigger when they were hypoglycemic and as a result, they experienced cold sweat, muscle tremors, a seizure, and a loss of consciousness. Upon regaining consciousness, the customer was provided oral glucose by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.